Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, a future revision procedure has been alleged due to poly wear; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a future revision procedure has been alleged due to poly wear; however, no revision procedure has been reported to date. Additional information received indicates that the patient is unable to undergo a revision procedure due to poor health. There is no revision procedure planned at this time.